Manufacturer narrative:
The investigation determined that three non-reproducible vitros amon quality control results were obtained on a vitros 5,1fs chemistry system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of service activities, acceptable vitros amon performance was observed. An instrument issue was most likely the assignable cause for this event.

Event description:
The customer obtained three non-reproducible vitros amon quality control results on a vitros 5,1fs chemistry system. Qc l2 vitros amon results of 188.9, 188.9 and 116.5 ¿mol/l vs. Expected result 155.5 ¿mol/l biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient samples tested during the time frame of the event were in question. However, the investigation cannot rule out that patient sample were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).